Manufacturer narrative:
The user reported receiving glucose suspend alerts on (B)(6) 2025, and the case was escalated to the next level of support for additional review. A review of the data management system (dms) revealed depressed signal and reference channels, with all channels falling below threshold values, which triggered the glucose suspend alerts. The most likely root cause of the depressed signal and reference channels was related to an issue with the in-vivo state of the sensor hydrogel. The user's system was monitored for a few days, after which a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the user declined the replacement and chose to continue using the current sensor. Per case notes, the user stated that she wished to wait until the end of her one-daily-calibration phase to make a decision regarding reinsertion. She was advised to use her bg meter for treatment decisions, follow up with her hcp, and call back if she decided to proceed with the sensor replacement. By closure of this complaint, dms showed that the user was still using the system. A review of the in-vivo data demonstrated recovery of the channels around (B)(6) 2025. The system was working within expectations, and no further glucose suspend alerts were observed. B4. Date of this report 09 jan 2026. D4. Additional device information updated. G3. Date received by the manufacturer? 09 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.